Event description:
Event description guidant received information that the implanted right ventricular lead caused loss of pacing capture and caused diaphragmatic stimulation 8 months post implant. The rate sense portion of the lead was capped and a new sensing lead was implanted; however, loss of capture was still observed. Poorly conducting tissue was a suspected cause of the issue. The lead remains implanted pending additional physician evaluation.